Event description:
A malfunction on the pump was reported by the caller, who noted that there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reoccurs. The customer acknowledged and understood the instructions.